Event description:
It was reported that prior to the start of a da vinci-assisted mitral valve repair surgical procedure and prior to port placement, the large suturecut needle driver (lsnd) cable was damaged. The customer used a backup lsnd instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis identified no cable damage. The customer reported issue of alleged cable damage was not confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. Further inspection found corrosion on the axis #6 clamping pulley located at the backend.

Event description:
Refer to h10/h11 for follow-up information.